Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a failing headboard.

Event description:
It was reported in the middle of the procedure the image went black. Attempted to plug/unplug ar-3210-0040 and troubleshoot, but no avail. Opened new nanoscope handpiece and completed the case without incident.